Manufacturer narrative:
The patient had experienced a red welt approximately 4mm x 4mm after light curing a sealant for twenty (20) seconds. The doctor applied vitamin e oil and an ice pack to relieve the stinging while in the office, and provided neosporin and mederma to the patient for home treatment. The doctor reported that the patient was doing fine at this time. The patient has some very slight hyperpigmentation at the site of the injury; however, the doctor reported that she has no concerns regarding this and expects a full recovery. The device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that three (3) patients had experienced a red welt on the side of their lip after the doctor had light cured restorations using the demi curing light. This is the third of three (3) reports.